Event description:
The pump was returned for investigation. Investigation revealed that the up arrow keypad button was intermittently unresponsive. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Evaluation also revealed a dim, discolored display screen and a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be peeling at the ok button. The up arrow button was intermittently unresponsive. All other buttons responded appropriately. The keypad was removed and evidence of contamination was found under the up arrow, down arrow and contrast key contacts. Evaluation revealed that the display screen was dim and discolored. Additionally, the battery compartment was found to be cracked. (B)(6).